Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getting service territory manager (stm) cardiosave intra-aortic balloon pump (iabp) noticed that the l-shaped connector from the coiled cable was broken. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,e1(event site postal code - (B)(6) ). Corrected field - remove 3331 from h6(type of investigation). Fse replaced the coiled cable and performed preventive maintenance, calibrations and safety test. Unit cleared for clinical use. Repair done. All other parts mentioned at the service order where replaced as part of the scheduled pm. The defective components were received for further investigation. The failure analysis and testing dept. Received part number 0012-00-1801 coiled cable serial number n/a with a reported unit failure of the connector is broken. The failure analysis and testing dept. Performed a visual inspection and observed the the black collar had broken off from the connector. Due to the damage to the connector, it cannot be tested. Retaining the cable in the fat dept. Per procedure number (B)(4) rev.aq. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
Additional information: e1 (event site postal code: (B)(6)). Additional point of contact: name: (B)(6). Contact department: micu. Email ID: (B)(6). Phone number: (B)(6).